Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons are too slow to respond. Customer's blood glucose level was unknown. Customer stated that did not troubleshoot again at this time. Customer was advised to that auto mode feature how it works for safety may sometimes need more data and note dissatisfaction. Insulin pump will not be returned for analysis.